Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was at 10.2 ¿ 11.0 cm from the connector pin consistent with lead friction to the ICD can and at 26.0 ¿ 26.3 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The etfe coating was abraded at these locations.

Event description:
This report is to advise of an event observed during analysis.